Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration "), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), anaphylactic reaction ("anaphylaxis"), cholecystectomy ("gallbladder removal"), intestinal mass ("growth in my cecum") and pelvic prolapse ("pelvic floor prolapse") in a female patient who had essure (batch no. 653902) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included thyroid disorder, renal disease, asthma, hypertension, pyelonephritis, breast reduction in 2013, gravida ii, parity 2 and chills. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included obesity, rash (atenolol, flagyl akllergy), uterine fibroid, intramural leiomyoma of uterus, nausea, vomiting and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced bacterial infection ("bacterial infection") and urinary tract infection ("multiple uti's"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), allergy to metals ("allergic to metals / nickel allergy syndrome") with dermatitis contact, rash and urticaria, abdominal distension ("bloating"), abdominal pain lower ("cramping"), hormone level abnormal ("need to take birth control post-hysterectomy due to hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaphylactic reaction (seriousness criterion medically significant) with mouth swelling, swelling face and angioedema, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), insomnia ("insomnia"), depression ("depression"), affective disorder ("mood disorder"), migraine ("migraines "), cholecystectomy (seriousness criterion medically significant), intestinal mass (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), genito-pelvic pain/penetration disorder ("vaginal spasm"), pelvic prolapse (seriousness criterion medically significant), pain in extremity ("leg pain") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery to remove the essure on (B)(6) 2017, cecectomy and rectocele. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, allergy to metals, abdominal distension, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, anaphylactic reaction, female sexual dysfunction, bacterial infection, urinary tract infection, anxiety, insomnia, depression, affective disorder, dysmenorrhoea, cholecystectomy, intestinal mass, dyspareunia, vaginal discharge, weight increased, genito-pelvic pain/penetration disorder, pelvic prolapse and vulvovaginal pain outcome was unknown and the migraine, fatigue and pain in extremity had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, affective disorder, allergy to metals, anaphylactic reaction, anxiety, bacterial infection, cholecystectomy, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genito-pelvic pain/penetration disorder, hormone level abnormal, insomnia, intestinal mass, menorrhagia, migraine, pain in extremity, pelvic prolapse, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added: hormonal changes, vaginal, menorrhagia, anaphylaxis, angioedema, hives, apareunia, bacterial infection, angioedema, uti's, anxiety, insomnia, depression, mood disorder, migraines / headaches, dysmenorrhea, gallbladder removal, intestinal mass, dyspareunia, vaginal discharge, fatigue, weight gain, pelvic floor prolapse, vaginal spasm, vaginal pain and leg pain. Lab data, lot number, concomitant conditions, past medical history and drugs were also added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), anaphylactic reaction ("anaphylaxis"), cholecystectomy ("gallbladder removal"), intestinal mass ("growth in my cecum") and pelvic prolapse ("pelvic floor prolapse") in a female patient who had essure (batch no. 653902) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included thyroid disorder, renal disease, asthma, hypertension, pyelonephritis, breast reduction in 2013, gravida ii, parity 2 and chills. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included obesity, rash (atenolol, flagyl akllergy), uterine fibroid, intramural leiomyoma of uterus, nausea, vomiting and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced bacterial infection ("bacterial infection") and urinary tract infection ("multiple uti's"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), allergy to metals ("allergic to metals / nickel allergy syndrome") with dermatitis contact, rash and urticaria, abdominal distension ("bloating"), abdominal pain lower ("cramping"), hormone level abnormal ("need to take birth control post-hysterectomy due to hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaphylactic reaction (seriousness criterion medically significant) with mouth swelling, swelling face and angioedema, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), insomnia ("insomnia"), depression ("depression"), affective disorder ("mood disorder"), migraine ("migraines "), cholecystectomy (seriousness criterion medically significant), intestinal mass (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), genito-pelvic pain/penetration disorder ("vaginal spasm"), pelvic prolapse (seriousness criterion medically significant), pain in extremity ("leg pain") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure), surgery (cecectomy) and surgery (rectocele). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, allergy to metals, abdominal distension, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, anaphylactic reaction, female sexual dysfunction, bacterial infection, urinary tract infection, anxiety, insomnia, depression, affective disorder, dysmenorrhoea, cholecystectomy, intestinal mass, dyspareunia, vaginal discharge, weight increased, genito-pelvic pain/penetration disorder, pelvic prolapse and vulvovaginal pain outcome was unknown and the migraine, fatigue and pain in extremity had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, affective disorder, allergy to metals, anaphylactic reaction, anxiety, bacterial infection, cholecystectomy, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genito-pelvic pain/penetration disorder, hormone level abnormal, insomnia, intestinal mass, menorrhagia, migraine, pain in extremity, pelvic prolapse, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), allergy to metals ("allergic to metals"), dermatitis contact ("metal allergy dermatitis"), rash ("skin rash"), mouth swelling ("swelling of the mouth"), swelling face ("swelling of the face"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, allergy to metals, dermatitis contact, rash, mouth swelling, swelling face, abdominal distension and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, dermatitis contact, device dislocation, mouth swelling, pregnancy with contraceptive device, rash and swelling face to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: events swelling of the mouth and face, allergic to metals and pain (clubbed with pelvic pain) were added. Added events outcomes were unknown and reporter assessed they were related with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), dermatitis contact ("metal allergy dermatitis"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, rash, dermatitis contact, abdominal distension and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, dermatitis contact, device dislocation, pregnancy with contraceptive device and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.